Event description:
Customer reported IV tubing sets with "pouring" out of a y-site. No pt harm reported. Although requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The customer reported the set was discarded, the lot number was identified. A review of the finished lot history record did not reveal any non-conforming material reports and did not uncover any relevant issues.